Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is visible moisture in the display lens. The keypad is fully intact with no damage or peeling observed. The pump has audible tones and vibrations but the display screen is blank. A case seal leak was found during testing. Keypad button function could not be tested due to internal moisture damage to the pump.

Event description:
The reporter contacted animas alleging that the patient woke up to a cs alarm and the display was blank. The patient reinserted battery and during load screen went blank again. He tried other battery and during load screen went blank. Reporter stated pump continued to load cart both times. The reporter tried a few other batteries during call and rebooted several times and during one reboot, buttons stopped functioning and reporter could not get past verification screen and then on last reboot during call, pump did not turn on at all. While troubleshooting over the phone,reporter noticed moisture behind display and claimed that the patient was accidently pushed into the pool. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issues with the pump was not resolved over the phone.